Event description:
The patient experienced multiple inappropriate shocks due to lead fracture in the right ventricular lead. The patient complained of pain and dizziness with events. The generator and lead were replaced and the patient was discharged to home without problems.======================manufacturer response for lead, fidelis (per site reporter)======================known recall.